Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white plastic foreign material that was clogged in the nozzle - however, the material was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the light cover glass was chipped, the distal end adhesive was lifting, the angulation was straining, the knobs had play, the electrical safety test failed, and the water flow and removal did not meet specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water channel of the evis lucera elite colonovideoscope was restricted. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was foreign debris protruding from the air/water nozzle. The foreign debris was a white plastic like material. The report is being submitted due to foreign material in the scope found during evaluation.